Event description:
It was reported that 100 bd vacutainer® edta 2k had compromised sterility. The following information was provided by the initial reporter: "this is a report about a packaging issue. The customer reported as follows: the packaging film was not wrapped properly. When tubes were transported by car, the packaging collapsed".

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by your facility for investigation. The photos were evaluated and the indicated failure mode for tray pack residue with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® edta 2k had compromised sterility. The following information was provided by the initial reporter: "this is a report about a packaging issue. The customer reported as follows: the packaging film was not wrapped properly. When tubes were transported by car, the packaging collapsed."